Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that when the patient's ins recharger (insr) was plugged into the wall and they were charging their implant, their insr would turn their ins off. Patient services informed them that this was not normal and directed them to follow-up with their healthcare provider regarding the ins turning off. No patient symptoms or further complications were reported as a result of this event.